Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio was unable to duplicate the event code. The event code was cleared from the memory of the device and thereafter did not return. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
A physio-control service representative was performing routine preventative maintenance on the customer¿s device and observed an event code logged in the device memory which is related to a potential issue of the device to deliver energy.